Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed detached from the delivery unit. No other damages were observed. The introducer was not returned for evaluation. The delivery wire was inspected under the microscope. The positioning coil was observed separated into two (2) sections and in stretched condition. The proximal end of the proximal coil was observed stretched. Microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). The stent component was also noted to be fully expanded with both ends completely flared. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8337169. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the hub of the concomitant microcatheter could not be evaluated through functional analysis due to the device being returned with the stent component already in the detached condition. The stent must be inside the introducer tube to perform the functional analysis. However, the stretched conditions of the delivery wire suggest that the delivery wire was pushed sufficiently to cause the stretching during the attempts to overcome the impeded condition at the microcatheter. It is suggested that the delivery system was handled with the use of excessive force, enough to release the stent inside of the device. The issue reported was confirmed, however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: the second affiliated hospital of zhejiang university school of medicine. Section e.1: the initial reporter phone is not available / reported. Section h.3: the product was received in the product analysis lab on 12-aug-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8337169. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / 8337169) was impeded at the distal end of the microcatheter (unspecified brand) and could not pass through. The physician retracted the stent and it released prematurely unexpectedly. The physician only removed the stent from the patient¿s anatomy and replaced it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 31-jul-2024, additional information was received. The information confirmed the procedure was a stent-assisted aneurysm embolization procedure that was targeting an aneurysm on the middle cerebral artery (mca). The concomitant microcatheter used was a prowler select plus; continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 14mm enterprise vascular reconstruction device (enc451412). There was no delay in the procedure as a result of the reported issue.